Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that there was nothing specific as to why the patient was no longer getting pain relief. The patient indicated that their device was working fine, they were just not happy with the level of pain relief they were receiving. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient didn't have an issue with the device, but stated the ins was not providing enough pain relief. The patient decided to have their ins taken out and got a pump implanted. The patient entire system was removed. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.